Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto® 3 system (model# fg-5400-00c, serial# unknown); st. Jude medical brk transseptal needle (model# unknown, lot# unknown); st. Jude medical agilis 8.5 french sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atypical atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Near the end of ablation phase, prior to removing the catheters, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded approximately 200 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for monitoring. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s condition. There were no issues, errors, or malfunctions related to any bwi products or equipment. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis 8.5 french sheath. Generator was set on power control mode at 30 watts with temperature cut-off of 50 degrees celsius. There is no further information regarding generator settings. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. It was noted that there were no unusual increases in temperature or impedance. Power was not titrated during ablation. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the time and site of injury are unknown. Irrigated catheter flow was set at 17 ml/min during low flow and 30 ml/min during high flow. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds.